Event description:
It was reported that the customer was experiencing high blood glucose levels. The customer's blood glucose was 600 mg/dl. Troubleshooting was done. The customer expressed no symptoms of high blood glucose levels. The customer stated that he treated himself with both insulin pump therapy and manual injections. Upon checking the alarm history of the insulin pump, the customer found multiple motor error alarms. Troubleshooting for the motor error alarm was done. The customer stated that the alarm occurred while watching or while he was laying down resting. The customer did not recall any significant events leading to the alarm. The customer stated that he was able to complete the rewind sequence. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump passed the rewind, basic occlusion test, and displacement test. No motor error alarm was noted and the motor passed the motor test. The insulin pump passed all operating currents within the specified range and the off no power test. The insulin pump was monitored and tested with no auto off alarm or low battery alert. The insulin pump was received with cracked battery tube threads, a cracked reservoir tube lip, cracked reservoir tube, cracked case near the display window corners, minor scratches on the display window and a missing end cap sticker.